Event description:
A manufacturer representative (rep) reported that the patient has had blurred vision and is seeing shadows as of (B)(6). However, if stimulation is turned off the eye sight issues go away. It was further noted that the patient had some sort of surgery about two weeks prior to date notified. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.